Event description:
Complainant alleged that during the biomedical engineering dept's routine testing and preventative maintenance, the device displayed no ECG trade with the multifunction cable or ECG cable attached to the device. The complainant indicated that there was no pt involvement in the reported failure.